Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Although the complaint regarding the reported failure was not confirmed by failure analysis since the mcs tip cover accessory was already disposed of and will not be returning to isi for evaluation, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure using an da vinci sp system, the mcs tip cover accessory loosened off of the mcs instrument and fell inside the patient's body. The entire mcs tip cover accessory was retrieved during the same procedure. At this time it is unknown what caused the issue to occur.

Event description:
It was reported to an isi clinical sales representative (csr) that during a da vinci-assisted surgical procedure using an da vinci sp system, the monopolar curved scissor (mcs) instrument was used for a surgical task and then removed for intraoperative cleaning. During cleaning, the user noted that the mcs tip cover accessory became loose. After cleaning, the mcs instrument was re-installed; however, the mcs tip cover accessory loosened off of the mcs instrument and fell inside the patient's body. The entire mcs tip cover accessory was retrieved by the surgeon. The procedure was completed. No known impact or patient consequence was reported.